Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported receiving repeated alerts to restart her pump, which reappeared immediately after each restart (occurring four times). The agent explained that a replacement pump would be required and confirmed the patient had backup therapy available with injectables and an older pump while awaiting the new ilet. The agent reviewed the replacement timeline, confirmed the shipping address, and explained the process for returning the old pump. The patient expressed understanding and had no further questions. Blood glucose was not impacted. No symptoms were reported by the patient during event, and no medical intervention was required at the time of call.